Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found down in their home with their driveline out on (B)(6) 2021. Their implanted cardioverter defibrillator (ICD) had transmitted to the hospital that they were in ventricular tachycardia (vt). The hospital called the patient and there was no answer. The next day the ICD showed that the patient was pacing at 40 beats per minute. The police were sent to the patient's home to do a well check where they found the patient down with the driveline out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a driveline disconnect event could not be confirmed through this evaluation as no log files were available for review. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. The hm3 lvas patient handbook is also currently available. Section 1 of the IFU lists death and cardia arrhythmia as adverse events that may be associated with the use of the hm3 lvas. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the medical examiner determined that the death was due to natural causes. The account requested that the device be explanted and returned for evaluation, but the medical examiner indicated that explanting the device would be overly demanding.